Event description:
During service by baxter, the infusion pump failed the accuracy test by overinfusing on channel c. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on mar 05, 2007. Evaluation summary:evaluation occurred at baxter in 2007 and the reported condition of failed accuracy test by underinfusing on channel c was confirmed. The infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test. The specification of this device is +/-5%. Channel c pump head module was replaced.